Manufacturer narrative:
Device passed sleep current measurement, active current measurement and self test. No unexpected trace pointers are invalid alarm or time resetting noted during testing. Device trace download analysis confirmed the insulin pump alarmed power loss alarm and replace battery alert. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed power loss alarm and replace battery alert due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the insulin pump was monitored and functioned properly. Device monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than ten minutes and no unexpected post-reset ram crc alarm noted. Device was received with scratched case, minor scratched lcd window and cracked select button keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the blood glucose was high. Patient's blood glucose at time of incident was 454mg/dl. The customer had bolused. The customer reported they were having issue with wife¿s pump. They changed the battery and had to reset the time. They had put in two rechargeable batteries and it said power error detected. Then they got trace pointers are invalid and post-reset ram crc alarm. Customer stated the alarm did not occur immediately after a battery change. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.